Manufacturer narrative:
(B)(4). The actual date of the event is unknown. A batch review has been conducted which revealed product met all of the acceptance criteria for release. The device was not returned for evaluation; therefore, the reported issue could not be confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that an infusor had a leak. The unit was pre-filled and contained 123ml d5w. The leak was noted after the technician added the chemo drug and stored the unit to be used later. It was discovered the next day that the infusor was leaking since the sealed bag was filled with the drug. The problem was noted prior to product use and there was no patient involvement. If additional relevant information becomes available, a follow up medwatch will be submitted.